Event description:
It was reported to boston scientific corporation (bsc) that during the facility's unpacking and opening of the box of five devices, they found that the paper that covers the plastic bin in which the product sits was not sealed and the sterility of the product was compromised. The complainant reported that there was no patient involvement in this event.

Manufacturer narrative:
Neither the peel-away lid nor the tray, which were the components described as defective, were returned for investigation. The product was inspected when it was received at medventure. One obtryx halo system was returned, which appeared to be unused and undamaged. Neither the peel-away lid nor the tray, which were the components described as defective, were returned for investigation. A DHR review performed by medventure revealed no temporary deviations and no material review boards. All other acceptance records demonstrate that the device was manufactured in accordance with the device master record. A query run revealed no similar complaints against lot 0ml7032108. The complaint trend report for the product family, inclusive of all failure modes, was reviewed, with no adverse trends noted.